Event description:
Audiology testing: newborn being administered hearing test: disposable earphones adhering to skin around infant's ears too tightly. The nurses note redness when removing and have to be care not to tear infant's skin. It was happening sporadically and were able to narrow it down to particular lot number. Newborn having hearing screen, and disposable earphone adhesive is causing pain and possible damage to infant skin. This batch seems to stick more aggressively to the infant's skin and is very very difficult to remove, visibly causing pain to the infant. Multiple times this shift different rns have experienced the problem on different babies.